Manufacturer narrative:
Reported event: an event regarding disassociation between an unknown head and unknown meridian stem and metallosis was reported. The event was confirmed based on clinician review of the medical records provided. Method & results: product evaluation and results: not performed as the device was not returned for evaluation or photographs provided. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: provided photographs and x-ray showed metallosis and trunnion deformity. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: provided photographs and x-ray showed metallosis and trunnion deformity. The cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, histopathology reports, serial x-rays, office reports and examination of explanted components are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
Patient came into the emergency room. Patient had a meridian stem, a 36mm +5 metal femoral head, and a 60mm trident cup implanted. Update 08/november/2018: as reported in how was issue noticed: "[surgeon] noticed the taper erosion via x-ray". As reported in adverse consequences details: "because of taper erosion, patient required a revision of their femoral component. The acetabular cup was retained". Rep provided an x-ray which shows the femoral stem's neck resting on the upper portion of the shell's outer rim with no femoral head attached. Clarification to original event description: meridian stem and 36 +5 metal head were revised, shell was not revised.